Manufacturer narrative:
(B)(4). Device evaluation: the control solution involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the control solution has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # isk093745.

Event description:
The lay reporter/ mother contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high reading on the patient's one touch verio pro meter compared to their one touch ultra easy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient had done the comparison on his verio pro meter to an ultra easy meter on the evening of (B)(6) 2011 at 7:00pm. The patient had obtained an 84 mg/dl on their one touch ultra easy meter and less than 30 minutes tested on their one touch verio pro meter and obtained a 125 mg/dl. The patient did not take any diabetes medication after the comparison was done. Approximately 30 minutes later, the mother had noticed that her son had an "infection" (glycosuria-excretion of glucose in his urine) and he was feeling dizzy. Patient did not exhibit any other symptoms. The mother did not notice the excretion of glucose in his urine prior to this. The mother treated the patient with sugar and biscuit and the patient felt better 10 minutes later. The patient did not seek any further medical attention or contact his physician for assistance. The mother felt that the symptoms are related to him having low blood sugar. The last reading the patient had taken prior to the comparison was done at noon the same day and the patient had obtained a result of 125 mg/dl and had taken 18 units of insulin. A normal reading for the patient is between 80 mg/dl and 120 mg/dl. The patient tests approximately 5x a day. The technique of applying blood on the test strip was correct. The test strips were not expired and was in good condition. She ran a quality control test and the verio test strips fell out of range using the control solution. The products were replaced and requested back for investigation. At this time, there is no evidence that the meter caused or contributed to an adverse event. The patient's allegation of the verio meter reading allegedly high reading correlates with the patient's symptom of (glycosuria-excretion of glucose in his urine) . The complaint; however, is being reported since the test strips failed using the control solution.

Manufacturer narrative:
Follow-up # 1 (11/07/2011)-device evaluation: the product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter, test strips, and control solution have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.